Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected power loss. The customer¿s blood glucose level was 69 mg/dl. The customer reported that the insulin pump was no longer functioning. The customer was unable to troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.